Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020. The following additional information was received: the product code should be update to w57003, lot number should be update to qd118 this case is duplicate. The device history records reviewed, and no issue found. The manufacturing date is 2020/04/03 and expiration date is 2025/03/31. Additional h3 investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Corrected information: b1, h1 ¿ it was reported that this mw report 2210968-2020-07014 is a duplicate of mw # 2210968-2020-07078. All information regarding the event will be reported via mw# 2210968-2020-07078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing a tooth extraction wound. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.